Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Unable to confirm unexpected battery out limit alarm due to keypad anomaly. No unexpected weak battery alarms noted when the battery was inserted into the battery tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 95 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.